Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an intrinsic ventricular tachycardia episode. The device appropriately delivered therapy; however, it is unsuccessful in converting the rhythm. A second shock was delivered, however, this time, was inappropriate due to the shock being driven by sinus rhythm. The second shock accelerated the rhythm into a ventricular fibrillation and a third shock was delivered, ending the episode. It was noted that in all three instances the patient experienced a syncope episode. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an intrinsic ventricular tachycardia episode. The device appropriately delivered therapy; however, it is unsuccessful in converting the rhythm. A second shock was delivered, however, this time, was inappropriate due to the shock being driven by sinus rhythm. The second shock accelerated the rhythm into a ventricular fibrillation and a third shock was delivered, ending the episode. It was noted that in all three instances the patient experienced a syncope episode. Reprograming options for the device were discussed. This device remains in service. No further adverse patient effects were reported.